Event description:
The distributor contacted lifescan alleging the meter is rattling inside when shaken. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; (B)(6); 510 (k) is k082590.

Event description:
A customer reported receiving an e6 message on the display of their precision xtra blood glucose meter. It was then additionally identified by adc customer service that the date and time settings in their meter were not properly set, and they reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to rattle when shaken. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.